Manufacturer narrative:
Device was used for treatment, not diagnosis. Renger, r.j., et al (2009). The clavicle hook plate for neer type ii lateral clavicle fractures. J orthop trauma, 23, 570-574. This report is for unknown synthes clavicle hook plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, renger, r.j., et al (2009). The clavicle hook plate for neer type ii lateral clavicle fractures. J orthop trauma, 23, 570-574. A multicenter retrospective study was conducted at five level I and ii trauma centers, on 44 patients, 29 men and 15 women, average age 38.4 years (18-66 years), with a neer type ii lateral clavicle fracture treated with the clavicle hook plate between january 1, 2003, and december 31, 2006. Patients were treated with the clavicle hook plate (synthes (B)(4)). Removal of all 44 implants after consolidation at a mean of 8.4 months (2-33 months) postoperatively. One dislocation of the implant, caused by malpositioning of the hook which required reoperation. 30 patients with discomfort due to the implant, two cases of pseudarthrosis, three cases of osteolysis. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4). This report is for an unknown synthes clavicle hook plate and refers to the serious injury of 30 patients with discomfort due to the implant, two cases of pseudarthrosis, three cases of osteolysis. These implant related complaints and osteolysis disappeared after removal of the hook plate.